Event description:
It was reported that pump displayed repeat malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised return of problematic pump within 10 days, which customer understood and acknowledged.